Manufacturer narrative:
Sc-2316-50e (sn (B)(4)). Device evaluation indicated that the end of the lead was fractured has been confirmed. Visual inspection revealed that the top five electrodes are separated from the distal end. Electrodes 1 to 5 were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables didn't break at or near the welds. Available evidence indicates that the lead was subject to an excessive tensile load when resistance was felt during the lead pull.

Event description:
A report was received that five contacts were missing during patients scheduled lead pull. Fluoroscopy showed that the lead had migrated.

Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(4), batch/lot number: 5085258, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that five contacts were missing during patients scheduled lead pull. Fluoroscopy showed that the lead had migrated.